Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case FDA-2014-n-0736-2098, awareness date 29-oct-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2010. Consumer reported she was physically active before essure implanted. She started to experienced various events that she never had before: pelvic pain, hip pain, brain fog, hair loss, passing out, leg pain, back pain, headaches, memory problems, withdrawn, speech problems, choking and just not feeling right. She started tripping more and noticed left side weakness and having more speech problems. She also had night sweats and no longer enjoy being intimate with her husband. She felt crazy. When she blacked out at work she decided she needed to go back to gynecologist and reiterate that she was really not doing okay. She discovered she was very allergic to nickel and various other metals and needed to have essure removed right away. She was seen by a neurologist due to speech problems and left side nerve damage and did physical therapy for 4 months for left side weakness, received numerous cortisone shots in her back/ hip and was diagnosed with eos (as reported). Consumer had to have a total hysterectomy in 2012 at the age of (B)(6). Result and assessment of the product technical complaint investigation received on 19-nov-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A batch review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event (s) and quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was allergic to nickel. She also reported passing out - blacked out at work and choking. A total hysterectomy was performed 2 years after essure insertion. These events were considered serious due to medical significance. Nickel allergy is a listed event in the reference safety information for essure, the remaining events are unlisted. Patients who are allergic to nickel may have an allergic reaction to this device. In addition, some patients may develop an allergy to nickel if the device is implanted. In the present case, consumer stated that she discovered she was very allergic to nickel and needed to have essure removed. Despite no typical allergy symptoms being reported, given the nature of the event allergic to nickel, causality with essure cannot be excluded. Events passing out - blacked out at work and choking were assessed as unrelated to essure, given their nature and considering the local effect of essure in the fallopian tubes. This case was regarded as incident since a surgical intervention was performed. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.